Event description:
It was reported to boston scientific corporation that an anterior pelvic floor repair procedure was performed on (B)(6) 2010 using a pinnacle anterior/apical pfr kit. During a follow-up appointment on (B)(6) 2010, the patient reported that she had been experiencing "severe," "burning" pain from the pubis, into the right buttock and right leg, to below the knee. The right leg was also found to be "extremely" swollen, but no evidence of deep vein thrombosis was observed. The physician opined that the cause of the pain was nerve irritation from the pinnacle mesh. During a subsequent follow-up appointment on (B)(6) 2010, a lump was found to be present in the vagina, which was excised by the physician. Per the physician, the lump was "not relating to the mesh." The patient is reported to be "stable," but with "constant pain" for which she has been prescribed analgesic medications. The pain is being managed on an outpatient basis. The physician has reportedly sought help from a specialist at (B)(6) hospital in the treatment of this patient and has also requested additional training since he "feel[s] that he might be doing something wrong." The physician also stated that "pinnacle is the best product available on market at present."

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. The device lot# is unknown; however, the complainant indicated that the device was not used past its expiration date. (B)(6).